Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative for the customer reported via phone call that they experienced a high blood glucose level 535 mg/dl. The customer reported the insulin pump being in another language. The customer had no symptoms. The customer treated for the high blood glucose level with manual injection. The customer did troubleshoot the issue and the technician put back in the english language along with priming the insulin pump. The customer declined troubleshooting for the high blood glucose level. The insulin pump will not be returned for analysis.